Event description:
The external pulse generator was returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) lcd (liquid crystal display) is out of specification (bleeding). Lower case and battery release are contaminated. Upper case and ring cover are broken. The ring is missing. Battery drawer is dented.